Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times during manual prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 280 mg/dl at the time of incident. Troubleshooting was done for no delivery and customer was able to resolve the issue by changing out the reservoir. Customer indicated that he would mail back the old reservoir that did not work. The customer was advised that the reservoir would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.